Manufacturer narrative:
The field service engineer checked the deionizer and sample pipetting. The probe was changed and maintenance was performed on the sample line. After these actions, no further issues occurred.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 and a second patient sample tested with rf-ii rheumatoid factors ii on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a microalbumin value of 64.5 mg/l and it repeated as < 0.4 mg/l with a data flag. The sample was repeated twice, resulting in values of 69.7 mg/l and 29.3 mg/l. The second sample initially resulted in an rf value of 16.4 iu/ml with a data flag on (B)(6) 2022 and it repeated as 14.1 iu/ml with a data flag on (B)(6) 2022. The sample was repeated on (B)(6) 2022, resulting in a value of < 2.4 iu/ml with a data flag. The microalbumin reagent lot number was 652688 and the rf reagent lot number was 634803. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer decontaminated the system, checked mixers, replaced the incubation bath including lenses, replaced the optical lamp and heat cut filter, performed photocurrent calibration and cuvette blank calibration, and checked assemblies. The investigation determined the service actions resolved the issue.